Manufacturer narrative:
G5:510(k)#: k102985. B4:01jul2021. The issue was found during set-up for patient use; there was no harm to the patient or user. Patient information was not provided. It was reported that the device displayed a proximal pressure line disconnect alarm error and the screen flashing sometimes. The international service technician inspected the device, but the reported issue could not be duplicated and was unable to be confirmed. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed. No parts were replaced. The device is back in service.

Event description:
The customer called into technical support (ts) reporting that the device¿s screen does not display, alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.